Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device would not insert over the wire. Resistance was met where transition between sheath and arteriotomy locator meet. A new device was used and successfully advanced and deployed as normal. The patient's condition was reported to be fine. Hemostasis was achieved with the second device. Additional information was received march 7, 2019. The procedure being performed for the patient was a left heart catheterization. The sheath size used was 6fr. A pre-deployment angiogram was performed. There were issues with insertion, deployment, or withdrawal of the device; where the resistance point was and the device would not insert anymore as it if was too bulky at that point to continue insertion. The patient was in stable condition.